Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the hcp requested to have the pump interrogated. The hcp had an emergency room (ER) stating there was a pump malfunction, but had no other information. Additional information was received on 2016-dec-19 from a consumer. It was stated that the ¿pump failed¿ on (B)(6) 2016. The patient had ¿been without medication¿ and going through withdrawal. The office was on hold waiting to hear from the manufacturer representative. The patient had been in the ER for 24 hours and the patient was suffering. The clinic was waiting to hear back from the representative. The hcp had been waiting for 24 hours to have a representative call back and still had not heard from one.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-dec-24 from a hcp via a manufacturer representative. It was reported that a motor stall occurred. No environmental/external/patient factors were noted that may have caused or contributed to the issue. No diagnostics or troubleshooting were performed, and no interventions were taken. The issue was not resolved, and the patient status was noted to be alive - no injury. Surgical intervention was planned, but had not been scheduled. The pump was infusing baclofen (2000mcg/ml at 846mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.